Event description:
Pain and swelling in uterus. Nausea. Have bled for 5 months straight. Started lactating. Extremely sleepy and moody. Eyes get very dry and blurry. I get migraines . Now having to have a hysterectomy to get this device out. (B)(4).